Manufacturer narrative:
Additional information: d4, d9, g1, g3, h2, h3, h6. One ensitex surfacelink (surflink) module was received for evaluation. Visual inspection revealed no anomalies. Upon connection to a test station, the module was recognized. Evaluation testing revealed that the surflink active electrocardiogram (ECG) and navx patches produced the expected signals. The surflink was then evaluated which confirmed that each ECG was accurate and with no observed noise. A pin-to-pin test was then performed, and each line was successful and within resistance specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances associated with the reported event were identified. Based on the investigation and information provided to abbott, testing of the device was successful. The cause for the reported signal issue and subsequent delay remains undetermined.

Event description:
During patient preparation for an atrial tachycardia procedure, there was a signal issue with the ensite x surfacelink module resulting in a delay. After connecting the patches, only ECG I was usable. All the other ecgs had noise. When the left leg electrode was disconnected, the ECG signals appeared normal, but there was no signal on ii, iii, avf and v3. The study was restarted, as well as all ensite hardware, the surface electrode patch kit, system reference patch, left leg electrode, blue navx electrode, and all regular ECG electrodes were checked and exchanged. The patient to surfacelink ECG cable was also exchanged with no resolution. The surface link module was then exchanged which resolved the issue. The procedure was then completed with no adverse consequences to the patient.